Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10/4.00 flextome cutting balloon was advanced for dilatation. However, during the third inflation at 8 atmospheres, the balloon ruptured. The device was simply removed. The procedure was completed with a different device. No complications reported, and the patient's condition was good post procedure.